Event description:
Additional information received from the health care professional indicated that the patient stated that the skin had grown tight over the pump, the patient was unsure of when the pump was noted to be too close to the skin but patients mother thought the condition had been ongoing for months. The patient was planning to undergo surgical repositioning of abdominal hernia but had not undergone this procedure. No troubleshooting was performed in relation to the patients pump being too close to the skin. It was noted that the patient may require surgical revision of the pump but it was elective. The pump was not in danger of exposure. It was noted that the pump distance to the skin had not changed.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient's pump was "so close" to the skin, causing much pain. Sometimes the patient felt that it may rip through the skin. The patient told "(B)(6)" this many times and a possible revision of the position was only mentioned once. The patient was noted to possibly need umbilical surgery and the patient felt the pump could cause a problem because of its position. The event date was unknown. Additional information was received from a consumer. The patient had told her physician assistant numerous times that she felt pain and she was afraid the pump would rip through the skin on the top and bottom left side of the pump. The patient first began experiencing the issue when the pump was first implanted. She found it difficult to lean against anything and the pump would move in any direction. However, the patient had no device concern. It was noted the patient had severe irritable bowel syndrome and her abdomen can become very bloated while other times it can be half the size, "so the pump moves around a lot". The patient's upcoming umbilical surgery was not due to a concern with the device or therapy, however the patient was concerned that the pump may be in the way during surgery and wanted to know what could be done. The patient wanted to know if a revision was determined to be needed, could someone be available to assist the surgeon. It was further stated that the physician assistant was told often that the patient was having problems. It was noted that the physician assistant replied that when changing the medication, he likes when the pump is under the skin. Nothing had been done to resolve the issue since implant. At the patient's last two appointments the physician assistant was made aware of the impending umbilical surgery and the patient expressed again that the pump was too close to the skin and "wobbles a lot", to which he replied that the patient could arrange for a revision of the pump. It was further noted that the patient's weight had increased by 20 pounds in "3 or more" years. Additionally, it was stated that due to the patient having a large abdomen and ibs causing severe bloating, this would cause the pump to push forward and when relaxed the abdomen would cause the pump to wobble and move around.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.